Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the emergency department for inappropriate shocks. Upon device interrogation, this right ventricular (rv) lead exhibited loss of capture, high threshold, and pace impedance high out of range measuring greater than 3000 ohms. An x-ray was performed and confirmed lead dislodgement. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This lead will not return for analysis.